Manufacturer narrative:
Please note that the initial MFR report indicated that the device was not available for return due to the embolization coil being implanted; however, the pusher assembly was returned on 06/06/2017. Additional information was received on 07/03/2017 following receipt of the returned devices confirming that this is a duplicate complaint and was also reported under report number 3005168196-2017-01038. Therefore, please refer to MFR report number 3005168196-2017-01038 and its associated follow-up. Results: the pet lock was broken on the returned smart coil pusher assembly. One of the pusher assemblies was kinked in multiple locations. The polymer section of the smart coil pusher assembly displayed a similar bend. Conclusions: evaluation of the returned smart coil pusher assemblies revealed bends in their distal polymer sections. These curves are likely a result of positioning within tortuous anatomy. These bends suggest that the subject region of patient anatomy was tortuous. If the smart coil is placed in tortuous anatomy, friction can build up inside the hypotube of the pusher assembly, overcoming the force able to be applied by the detachment handle, which can contribute to difficulty detaching the embolization coils. The pet lock was broken on the proximal end of each of the pusher assemblies. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire, typically in attempt to detach the coil. The penumbra smart coil detachment handle (sch1) returned was tested, performed within penumbra specification, and displayed no visible damage. Further evaluation revealed one of the pusher assemblies was kinked in multiple locations. This damage was likely incidental and occurred during packaging for return to penumbra facilities. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00939, 3005168196-2017-00940.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00939, 3005168196-2017-00940. The coil was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar bifurcation aneurysm using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (sch1s). During the procedure, the physician had difficulty detaching a smart coil using a sch1. It was reported that the ¿t¿ mark was in place for the detachment; however, the smart coil would not detach. After three failed attempts, a new sch1 was opened; however, the smart coil would still not detach. Therefore, the smart coil was manually detached. The procedure was completed using a total of fifteen coils. There was no report of an adverse effect to the patient.